Manufacturer narrative:
Reference record (B)(4). Catalog number is the international list number which is similar to us list number of 062910. At the time of report, it was unknown if the device involved in the event removed or discarded; therefore, a return sample evaluation is unable to be performed. However, if the device is received, a follow up report will be submitted upon completion of the return sample investigation. Stoma site infection and tubing grown in are known complications of a peg tube placement. (B)(4). If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On an unknown date, a patient in (B)(6) underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube. A physician reported that the patient was in the hospital and the tube is in a catastrophic condition. It was reported that the tube had grown in and there was an infection around the tube (stoma). At the time of report, the patient received unspecified antibiotic treatment. No further information was available.

Manufacturer narrative:
Reference number (B)(4). The device involved in the event was discarded therefore, a return sample evaluation cannot be performed. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
Additional information received on 22 nov 2022: on (B)(6) 2022, the patient's tubing was explanted. In (B)(6) 2022, the patient was seen in the clinic for an inflamed stoma. The patient had previously received antibiotics for the issue during a hospitalization. The stoma site issue was ongoing. There were plans to install new tubing at a later time once the stoma had healed.